Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/09/2015. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. (B)(4) retain cartridges were tested in whole blood and I-stat tricontrol level 2. The customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency identified. Assessment: there are no repeats of the same sample on I-stat or the laboratory. (B)(4) different samples were tested on the two systems and draw and test times are unknown.

Event description:
On 10/07/2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for hct on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6) 2015 04:20: sample collected and tested on I-stat: hct= 45.0% and hgb= 15.3. Sample collected into serum separator tube and sent to the lab. Sample not spun. Lab instrument unknown. Hct= 26.9% and hgb= 8.8. (B)(6) 2015 10:04 pocc decided to collect another whole venous sample from same patient. I-stat: hct=18.0% and hgb= 6.1. Pocc left syringe on counter. Reran at 10:07 without additional mixing. I-stat: hct=21.0% and hgb= 7.1 at the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).